Event description:
Literature was reviewed regarding ¿ comparison of chimney technique and single-branched stent graft in a cohort of patients with type b aortic dissections: a retrospective cohort study¿ the time frame of this study was over a two year period. Endurant and non mdt stent grafts were implanted in the endovascular treatment of type b aortic dissections. During these tevar¿s, the lsa was also reconstructed with non mdt stents. The following adverse events occurred: post implant syndrome, fever, paraplegia, occlusion, rtad, thrombosis, multiple organ failure, intervention no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿comparison of chimney technique and single-branched stent graft in a cohort of patients with type b aortic dissections: a retrospective cohort study¿ xing y, zhu z, zou l, wu j, xu g, xu y, he z, cao j, luo c. Cardiovasc diagn ther. 2024 jun 30;14(3):367-376. Doi: 10.21037/cdt-23-449 a.2 <(>&<)> 3a average values medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.